Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age or date of birth: not available due to hospital policy. A3a: sex: not available due to hospital policy. A3b: gender: n/a. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tip of the syringe broke on the involved tr band while deflating air from the tr band. This let all the air out of the tr band when it broke, and the patient started to bleed therefor another tr band was placed and the bleeding successfully stopped. The was no patient harm. There was nothing abnormal about deflating the tr band port with the syringe. The assistant nurse manager was the one who encountered the problem, and states she did not apply any excess force, the patient was still and not moving around, and nothing that she recalls would have caused the tip of the syringe to break. There is no additional information available from this incident. The estimated blood loss was less than 250cc's. No patient injury and/or require medical or surgical intervention. The event occurred post-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for inflator tip breakage because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The operations quality engineer and supplier quality were notified about this complaint. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).